Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse into the jawline (off label use of device). After the radiesse injection, the patient experienced vascular occlusion. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.